Event description:
It was reported that the patient presented for an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026. The alp was fixated and it was noted that the capture thresholds were high which led to loss of capture and the pacing impedance was low. The physician elected to reposition the alp. Upon removing the alp, intracardiac echocardiography (ice) was used which confirmed a small effusion near the right ventricle. The physician elected to abandon the case and the patient was noted to be in stable condition.